Event description:
The initial reporter received questionable ise indirect na for gen.2 results from four patient samples tested on the cobas pro ise analytical unit. On (B)(6) 2024: sample a: the initial na result was 152.8 mmol/l. The repeat result was 146.4 mmol/l. Sample b: the initial na result was 152.7 mmol/l. The repeat result was 142.8 mmol/l. On (B)(6) 2024: sample c: the initial na result was 158.7 mmol/l. The repeat result was 144.0 mmol/l. Sample d: the initial na result was 161.8 mmol/l. The repeat result was 146.1 mmol/l.

Manufacturer narrative:
The electrode lot number and its expiration date were requested but not provided. The field service engineer (fse) inspected the analyzer and found no issues with the parts and the tubings. The fse cleaned the ion-selective electrode (ise) probes and replaced the ise dilution cup, sipper nozzle assembly, vacuum nozzle, ise nozzle, pinch tubings on the ise unit, and ise sample probe. He verified that the pressures were within specifications. He verified the analyzer's performance by air purges, system reagent primes, and multiple ise checks. The customer performed calibrations, qcs, and patient result comparison tests with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.